Event description:
The customer observed a false positive alinity I total b-hcg for one patient. The following results were provided: (B)(6) 2024, sid (B)(6) initial result= 36.40 miu/ml; (B)(6) 2024, repeat result= 3.07 miu/ml and 2.60 miu/ml; sent out sample result (alinity ci)= 2.76 miu/ml. Patient was redrawn on (B)(6) 2024, sid (B)(6) initial result= 14.26 miu/ml; repeat results= 14.60 miu/ml and 14.02 miu/ml; sent out sample result (alinity ci)= 14.66miu/ml additional results provided: sid (B)(6) = 3468.12 s/co. Sid (B)(6) = 330.75 s/co. There was no impact to patient management reported.

Manufacturer narrative:
Upon further review section g3 - date received by mfg inadvertently had the incorrect date of 6/30/2024, the correct date was 7/30/2024.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive alinity I total b-hcg for one patient. The following results were provided: (B)(6) 2024, sid (B)(6) initial result= 36.40 miu/ml; (B)(6) 2024, repeat result= 3.07 miu/ml and 2.60 miu/ml; sent out sample result (alinity ci)= 14.66 miu/ml. Patient was redrawn on (B)(6) 2024, sid (B)(6) initial result= 14.26 miu/ml; repeat results= 14.60 miu/ml and 14.02 miu/ml; sent out sample result (alinity ci)= 2.76 miu/ml. Additional results provided: sid (B)(6) hbsag= 3468.12 s/co. Sid (B)(6) hbsag= 330.75 s/co. There was no impact to patient management reported.

Event description:
The customer observed a false positive alinity I total b-hcg for one patient. The following results were provided: (B)(6) 2024, sid (B)(6) initial result= 36.40 miu/ml; (B)(6) 2024, repeat result= 3.07 miu/ml and 2.60 miu/ml; sent out sample result (alinity ci) = 2.76 miu/ml. Patient was redrawn on (B)(6) 2024, sid (B)(6) initial result= 14.26 miu/ml; repeat results= 14.60 miu/ml and 14.02 miu/ml; sent out sample result (alinity ci) = 14.66miu/ml. Additional results provided: sid (B)(6) hbsag= 3468.12 s/co. Sid (B)(6) hbsag= 330.75 s/co. There was no impact to patient management reported.

Manufacturer narrative:
Update to section a1 patient identifier: (B)(6). Update to section b5 describe event or problem: moved sent out sample results to be associated with the correct sids. The field service representative (fsr) reviewed the module logs, inspected the instrument, and replaced the syringe assy. The replacement of the syringe assy resolved the issue. Return testing was not completed as returns were not available. An instrument service history review for ai05318 revealed no additional tickets associated with discrepant/erratic results. A review of tracking and trending of the alinity I processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the syringe assy did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the syringe assy was identified.